Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: it was determined that the root cause of the issue was the ssd (solid-state drive) failure. The machine has an active failure messages "a problem has been detected and windows has been shut down". The device was replace by a new ssd memory and now booting up properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
This time, the suspect device has not been returned for evaluation. However, picture of the screen has been sent and vyaire technical support asked the customer to do the troubleshooting steps and provide an update of the result. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has blue screen displayed when unit switched on. The customer confirmed that there is no patient involvement from this reported event.